Event description:
The customer reported that the jaws of the device jammed while in use during a procedure. Add'l questions regarding this incident and the patient status have been asked of the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.